Event description:
It was reported that during performance testing you cannot hear the alarms. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation codes: updated investigation summary: the affected device was returned for evaluation. Device received with scratches on the front cover. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The alarm performed correctly contrary to the customer complaint. As a result, the user's indicated failure was not confirmed. The root cause could not be determined, but it is probable that was related to user error. No action was taken to fix the customer's complaint as the alarm performed as intended. Replaced bent microswitch and front cover. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.d4. Unique identifier (UDI) #: (B)(4).